Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl. Reportedly, low bg was attributed to the pump settings needing adjustment. The customer was taken to the emergency room (ER) and treated with intravenous (IV) fluid and glucose treatment. Ten hours later, the customer left the ER with a bg of 120 mg/dl and in stabilized condition.